Manufacturer narrative:
The stent of the advanix biliary stent system was returned for evaluation. Visual evaluation revealed the stent to be broken into two pieces. The proximal end of the stent with the barb was found torn/separated from the stent working length. The distal stent barb was intact and undamaged. The stent also appeared discolored, likely due to usage. The condition of the returned stent indicates the stent was likely held at the barb during removal and that excessive pull force was applied during removal. The noted damage is likely due to procedural factors encountered during the procedure such as maneuvering or manipulation of the stent during removal. Therefore, the most probable root cause for this complaint is operational context. A review of the device labeling and dfu (directions for use) was performed and found the device was used in accordance with its labelling. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix preloaded biliary stent was to be removed from the biliary duct during a planned endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure performed on (B)(6) 2011. The advanix stent had been placed in the patient approximately 3 weeks prior to the removal procedure. According to the complainant, during the procedure, the stent broke in two pieces upon removal. Both pieces were successfully retrieved using a snare and a balloon. It was confirmed there were no issues with the stent prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. Reported event of stent broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix preloaded biliary stent was to be removed from the biliary duct during a planned endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure performed on (B)(6) 2011. The advanix stent had been placed in the patient approximately 3 weeks prior to the removal procedure. According to the complainant, during the procedure, the stent broke in two pieces upon removal. Both pieces were successfully retrieved using a snare and a balloon. It was confirmed there were no issues with the stent prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.